Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the customer attempted to use her compact plus meter, but was unable to obtain a result due to no power to the meter. Customer subsequently took her normal dose of 25 units novolin. The following morning, the customer tested at 557 mg/dl on a competitor's meter at 0900. Customer was weak with this reading, fell down, and could not self-treat. Emts were called and arrived at 0900. Emts tested customer (reading not provided) and treated customer with an insulin IV. Customer was transported to the hospital and admitted with a reading of 575 mg/dl on the hospital meter. Customer was in hospital for 4 days (treatment not provided) and transferred to a nursing home. Customer is still currently in the nursing home to get blood sugar stabilized, along with physical therapy. Requested return of suspect device and strips, and replacement was sent.